Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. No additional patient or event information was available.